Event description:
Pt self tester alleging observing low values on her meter. On (B)(6) 2013, inratio 1.6 repeat 2.0 time between testing unk. Pt's therapeutic range 2.0 - 3.0. Pt stated she was not using the correct strip code for the lot. The pt indicated that her dosage has been changed based on the above results. They have not had any lab comparisons done against these values.

Manufacturer narrative:
Investigation pending.